Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. Ultimately the customer reverted to an alternate method of insulin therapy. Bg value not provided. Reportedly, the customer went to the emergency room. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received.